Manufacturer narrative:
The product might be available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The wire could only advance halfway through the 6f catheter. They removed both the catheter and the wire as one and found a small piece of plastic in the catheter. There was no patient injury.